Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent high glucose readings on the ilet pump despite two supply changes, hydration, and walking, with a confirmatory fingerstick initially reading ¿high¿ and later 532 mg/dl before trending down to 345 mg/dl; the patient noted no bent cannula, no occlusion or dosing-stopped alerts, negative ketones, and verified insulin flow through disconnected tubing, and the device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.